Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. No medical records or details were provided as to the nature of the patient's injuries. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent left inguinal hernia repair. A bard/davol large perfix plug was implanted in patient during this repair. On (B)(6) 2017: the patient underwent removal of the failed perfix plug. The patient continues to experience complications related to the perfix plug, and will likely require additional surgeries to repair the damage from the product. As alleged, the perfix plug implanted in patient failed to reasonably perform as intended. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective perfix plug.